Event description:
It was reported that a hair was found on the inflatable penile prosthesis (ipp) cylinder during preparation. The physician asked that the device be removed from the surgical field. A new ipp was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that a hair was found on the inflatable penile prosthesis (ipp) cylinder during preparation. The physician asked that the device be removed from the surgical field. A new ipp was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the cylinders and pump determined there were no abnormalities. The cylinders and pump both passed the leak testing performed, and the pump passed the functional testing that was performed. The device was received without the packaging and the contamination was most likely noticed after opening the package at the preparation of the procedure. Based on the information available, the reported observation was unable to be confirmed, and a conclusion of cause not established was chosen.